Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, this device was evaluated by the customer who determined the likely failure was associated with main printed circuit board (pcb). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.